Event description:
It has been reported that the bd intima-ii¿ closed IV catheter system has been found containing foreign matter before use. The following has been provided by the initial reporter: at 9:50 on (B)(6) 2019, when prepared to placed a superficial vein indwelling needle for the patient, found there was an unidentified foreign matter in the unsealed closed venous indwelling needle box. The closed venous indwelling needle was immediately replaced.

Manufacturer narrative:
Correction: incorrect device manufacture date. The following information has been updated: h.4. Device manufacture date: 2018-11-01.

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 8305827. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It has been reported that the bd intima-ii¿ closed IV catheter system has been found containing foreign matter before use. The following has been provided by the initial reporter: at 9:50 on (B)(6) 2019, when prepared to placed a superficial vein indwelling needle for the patient, found there was an unidentified foreign matter in the unsealed closed venous indwelling needle box. The closed venous indwelling needle was immediately replaced.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd intima-ii¿ closed IV catheter system has been found containing foreign matter before use. The following has been provided by the initial reporter: at 9:50 on (B)(6) 2019, when prepared to placed a superficial vein indwelling needle for the patient, found there was an unidentified foreign matter in the unsealed closed venous indwelling needle box. The closed venous indwelling needle was immediately replaced.